Event description:
Oversensing on the atrial and ventricular channel was reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Both leads were explanted on (B)(6) 2024. Setrox s 53 sn (B)(6): upon receipt, the lead under complaint was found cut 6 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through approximately between 13 and 6 cm proximal to the lead tip, which is assumed to be the root cause of the observed oversensing in the atrial channel. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and constant friction against the rv lead should be taken into consideration. Furthermore, the conductor coil was found bent 4.5 cm proximal to the lead tip, the damage probably occurred during the extraction procedure due to tensile stress. Setrox s 60 sn (B)(6): upon receipt, the lead under complaint was found cut 6.5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through 6.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing in the ventricular channel. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and constant friction against the ra lead should be taken into consideration. Furthermore, the distal end was found pulled out from the ring electrode, the damage probably occurred during the extraction procedure due to tensile stress.